Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right atrial (ra) lead impedance was dropped below the range. No programming changes were made. The patient was stable throughout.